Event description:
Report received of an over-delivery of heparin. At 9:00am, the pump was programmed in the concurrent mode to deliver an unspecified solution on the primary line at a rate of 75ml/hr. The secondary line of the pump was programmed to deliver 100units/ml of heparin in 250ml at a rate of 8ml/hr. The pt was reported as mobile and the pump was operating on battery power. After an unspecified length of time, the pump reportedly sounded an audible alarm and flashed an unspecified malfunction message on the display. The programmed pump parameters were reportedly lost. The pump was plugged back into ac power and the pump was reprogrammed. At 1:00pm, a nurse reported that the heparin container was empty. The customer contact indicated that the pt had received 250ml of heparin in 4 hours instead of the intended 31 hours. The dr was notified and blood work was drawn. The heparin was resumed with a replacement pump. The pt did not experience any adverse sequelae. Though requested, there was no further info available.